Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked no. The jada device was not placed, the device was reported to be coiling on itself. Following the attempt to place jada the patient was treated with bakri. The subject of this report is a 34-year-old woman, race reported as white, g1p1 with a prior history of postpartum hemorrhage (pph) and a medical history of asthma reported. Her prior pph was in 2018, related to atony and treated with methergine, hemabate and bakri. On (B)(6) 2021. She presented for a scheduled cesarean section (c-section) at 39.3 weeks. On admission, her height was noted as 160 cm, weight 69 kg, bmi 26.95, and hemoglobin (hgb) 11.5 g/dl. Her hgb at discharge was noted at 9.8 g/dl. On (B)(6) 2021, she had a c-section and received oxytocin after delivery of the infant for two hours. She received epidural and spinal anesthesia for delivery of an infant that weighed 3680 g. The subject was noted to have postpartum hemorrhage (pph) related to uterine atony after her delivery. The crf noted that "yes" there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to attempted jada insertion, this subject received txa (1 dose) and methergine (1 dose). The cumulative blood loss prior to the attempted jada insertion was noted as 1800 ml, which is severe pph. Jada treatment was attempted to be initiated on (B)(6) 2021. 15 minutes after delivery of the placenta. The total in-dwelling time for jada was 1 minute and the total amount of blood collected in the canister during jada treatment was documented as unknown. The patient was treated with bakri after the initial attempt to insert a jada system. The total blood loss for this case was 1962 ml. The patient received intrapartum antibiotics for pre-operative cesarean delivery and clinical chorioamnionitis and postpartum antibiotics (ampicillin, clindamycin) for clinical chorioamnionitis. A note on the ruby crf stated, the patient was noted to have at least 500 cc bleeding under the drapes and decision was made to place a jada, which was unsuccessful given that it was coiling on itself thus a bakri balloon was placed in the lower uterine segment. To the questions on the report asking, did the patient experience a device or procedure related ae? And did the patient experience an sae, related or unrelated? The answers were checked no. This site reports that they do not record lot numbers for jada devices and did not retain this device. A good faith effort was made to obtain this information. A jada device was attempted to be inserted after uterotonics failed to stop severe pph. The decision was made to insert a jada system, but the hcp was unable to place the device due to "coiling on itself." The patient's pph treatment continued to bakri. As we are unable to rule out the use of jada in contributing to the need for the previous interventions or a device malfunction, we are reporting this as a MDR in an abundance of caution.

Manufacturer narrative:
Based on the overall information currently available for this report, a possible contributing or causal role of the jada system for the need of escalating intervention (bakri) to preclude permanent body damage/impairment cannot be excluded. Based on the overall information currently provided in this report, there is a reasonable possibility that a potential malfunction (reported as coiling on itself) has occurred with the jada system whereby if the suspected malfunction were to recur at a time when the patient was not under close observation, this malfunction could possibly cause or contribute to a death or serious injury. Per the jada system IFU, signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding. Evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada. Jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding. Out of an abundance of caution, the company will report this case as a serious injury and a malfunction MDR.